Event description:
The user facility reported an unknow patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella was inserted but was not in the optimal position. The physician decided to exchange it for a new impella. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of positioning issue was most likely use related per clinical review.